Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the pressure transducer printed circuit board (pcb) and other pcbs were damaged due to saline water spillage (liquid contamination). The pressure transducer printed circuit board was replaced by the fse, but the problem was not solved. The customer was informed that multiple pcbs were contaminated by saline water and the customer decided to withdraw the device from use. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Circumstances about the source of the liquid are unknown. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual.